Event description:
A medtronic representative reported that during a sinus surgery, they were unable to successfully register with tracer. The surgeon elected to discontinue the surgery. No harm to the patient was reported.

Manufacturer narrative:
This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(4) 2014. The patient exam was analyzed by engineering. The exam clearly shows the patient as having significant head tilt, with the forehead shifted in a posterior manner, as well as tilted to the side. Additionally, the face was cut off right below the nose, potentially causing the algorithm difficulties. Finally, the patient exhibits a marginally excessive amount of skin, but not enough to cause tracer failure for certain.